Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2017 to have their heart failure sensor implanted. The first attempt to place the sensor was unsuccessful due to the sensor getting caught, so it was removed. A different sensor was attempted, and the physician elected to implant via the internal jugular vein (off-label use). The procedure was successfully completed and the patient is able to send readings.

Event description:
Follow up revealed that this sensor was not implanted. This was the sensor that was not able to be implanted.